Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was inserting the implant, the implant fractured. The surgeon made the decision to leave the part of the implant that fractured in the patient's bone inside the patient and did not attempt to remove it. The piece did not impact the seating of the glenosphere.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated b4, b5, g3, g6, h2, h3, h6, h11. In addition, section d4 was corrected (UDI no.) No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item(s) and no additional complaints for the reported part and lot combination(s). A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.